Manufacturer narrative:
Date of report : 13may2019, date rec¿d by MFR : 16apr2019. Multiple attempts were made to obtain repair/service information that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06mar2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that during power up of the ventilator the display was dark, and there was a constant alarm. The display near came on and the power on button was green but would not turn off. There was no patient involvement. The event date was not specified; estimate used.